Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 3 and pump error 4 and pump error 19 and pump error 81 noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 19 and pump error 4 and pump error 3 occurred on (B)(6) 2024 18:24 in history file. Pump error 81 occurred on (B)(6) 2024 18:24 in history file. Pump was cut to perform visual inspection found no physical or moisture damage on the electronic assembly, motor, or force sensor. Motor was tested outside of unit and it passed the following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 81 is confirmed due to motor anomaly. Pump error 19 is confirmed due to hardware anomaly and due to being found in history file. Pump error 4 and pump error 4 is confirmed due to being a consequence of pump error 19 and due to hardware anomaly. Pump error 81 is confirmed due to software anomaly and due to being found in history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 3(the main arm cannot communicate with the motor arm), pump error 4(the motor arm cannot communicate with the main arm), pump error 19(generated if minute event is not received from motor processor or the sw watchdog task is not running properly), pump error 81(the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarms. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.